Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that every now and again, she got a little shock when she changed position or was sitting still. She adjusted the stimulation up to where she could feel it and then she could not feel the stimulation anymore. It was not helping and her symptoms returned. She had it set up to 9 when she could feel it and after she could not feel it anymore, she ignored it. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain information about troubleshooting performed, actions taken to resolve the issues, the cause of the event and the resolution of the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was referred to urology for bladder spasms and failed neurostimulator (ins). The health care professional (hcp) stated that her ins was not working and had symptoms for urge incontinence. It was also reported that the patient was assessed for urinary incontinence and bladder spasms. The hcp recommended to the patient to monitor adjustments with a manufacturing representative. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that patient was incontinent and therapy did not work anyway.